Event description:
The customer reported that the ventilator went vent inop and alarmed due to a data acquisition pcba adc reference failure. The customer reported the unit was in use on a patient and there was no patient harm. A vent inop condition during operation will result in a visual and audible alarm and precludes continued safe operation of the ventilator. The user must provide alternative ventilation and have the ventilator serviced. The manufacturer's field service engineer was able to duplicate the reported problem. Upon visual inspection, the service engineer reported movement of the data acquisition pcb to motor controller pcb board cable resulted in the reported event. The service engineer replaced the data acquisition pcb to motor controller pcb board cable and data acquisition pcb board to address the reported problem. Final testing was completed to operating specifications.